Manufacturer narrative:
The ventilator was investigated by our field service engineer. A seal at the expiratory valve coil was found leaking. The seal was replaced and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced part was not returned for investigation. Provided ventilator logs confirms the reported failed internal leakage test during pre-use check. The root cause of the event was a leakage at the expiratory valve coil. This will be detected during pre-use check.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).